Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. While troubleshooting, the customer had tested a random patient sample for which troponin had not been ordered and obtained a troponin result of 0.08, which the customer felt was elevated. The customer had recalibrated the instrument. Qc was satisfactory for levels 1, 2, and 3 before and after the customer recalibrated the instrument. The ccc specialist remotely assisted the customer to run system check, which passed. The customer ran fresh chemical wash several times and results were acceptable. The customer repeated qc, resulting within specifications. The ccc specialist checked reagent 2 probe. The ccc specialist ensured that the sample tubing is centered under the sample arm. The ccc instructed the customer to realign all 3 probes, run system check and precision on random patient samples, which all passed. A siemens headquarter support center (hsc) specialist reviewed the data provided and found no evidence of a systemic bias. The data is consistent with a sample specific issue. The cause for the falsely, elevated ltni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin (ltni) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The laboratory informed the physician for the patient with ID (B)(6) that the laboratory may be having issues with their ltni results when the discordant result was reported. The samples were repeated on the same instrument after recalibration, resulting lower and matching the patients' clinical histories. The repeat results were reported to the physician(s). The patient with ID (B)(6) was redrawn twice for serial troponin testing and both results were lower than the initial result.there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.